Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
It was reported that the patient's ipg site is inflamed, painful, leaking discharge, and burning. Reportedly, an infection was confirmed at the ipg site. As such, the infection is was treated with antibiotics. Reportedly, infection is resolved and patient is doing well.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.